Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the doctor went to put the bypass tube into the angio-seal sheath there was no bypass tube covering the collagen plug. Hemostasis was achieved through manual compression. The procedure went well, the patient's condition was reported to be good, and there was no blood loss. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
One 6 fr angio-seal vip was returned for evaluation. The carrier tube assembly and the header bag were returned. The bypass tube and polyfoil pouch were not returned. No other accessory components were returned. The carrier tube assembly was examined. As the bypass tube was not returned, the anchor and collagen were outside the carrier tube assembly. Blood like substance was noted on the device. No other anomalies were noted. As neither the bypass tube or carrier tube assembly were returned, functional testing could not be carried out appropriately. The angio-seal vip IFU was reviewed and the following excerpt was noted: "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." There is no evidence that this event was related to a device defect or malfunction. Without the bypass tube and hemostatic sheath, functional testing could not be carried out and further conclusions into the cause for the bypass tube detachment could not be formulated. A possible cause for the detachment could be that the polyfoil pouch was not opened completely per the IFU. As the polyfoil pouch was not returned, the cause of the event remains unknown. The exact cause of the reported event cannot be definitively determined based on the available information.